Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical condition of this device has scratched lcd lens, battery door was bad and unable to close tight, worn downstream occlusion (dso) seal and upstream occlusion (uso) seal. Reported problem was duplicated. Upon power up, the device alarm was sounding off constantly with code 45982. When opening pump, it had a distinct strong smell from inside of the device. Visual inspection found that multiple components had fluid ingression damages. Replace the printed wire assembly (pwa) board and any contaminated component to correct problem. Device passed all functional tests after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a pink screen with 45982 displayed upon power up. The event occurred during testing, there was no patient involvement.